Event description:
81-year-old female, who had a significant medical history including breast cancer, mastectomy, prior transient ischemic attack, and known chronic obstructive pulmonary disease with home oxygen therapy at night, presented for a gastrointestinal evaluation requiring cardiac clearance prior to surgery and was found to be experiencing a non¿st-segment elevation myocardial infarction. Due to advanced age, respiratory problems, and multiple comorbidities, the patient was not considered a surgical candidate by the cardiothoracic surgery team. The treating physician elected to proceed with percutaneous coronary intervention (pci) supported by an impella cp device. Near completion of the pci procedure, the patient experienced a perforation of the mid left anterior descending artery that required emergency endotracheal intubation and emergent pericardiocentesis. The physician noted that pre-procedural placement of the impella device was lifesaving in this context. The patient received two units of packed red blood cells during the procedure. The procedure continued for several additional hours, after which the decision was made to leave the impella device in place and the patient was transferred to the intensive care unit. Over the next 3 days, the patient developed progressive clinical decline, including increasing need for vasopressor and inotropic support, and worsening pulmonary edema despite aggressive diuretic therapy. Transport to higher level of care hospital was complicated by hypotensive episodes that were treated with epinephrine boluses and one unit of packed red blood cells. The patient exhibited increased movement associated with blood pressure decreases, and patient was sedated for hemodynamic stabilization. The impella device remained functioning normally. Despite these measures, the patient's respiratory and hemodynamic status continued to deteriorate. Following discussion with the family regarding prognosis and goals of care, the decision was made to withdraw life-sustaining treatment, and the patient died after 3 days of the index procedure. The vessel perforation, cardiac tamponade, and later death were most likely caused by the complications of the pci procedure and the patient's deterioritaing clinical condition. Death will be conservativly reported to the impella cp but is unlikely a contributing factor since pump functioned as expected and heped support this critically ill patient during and post the complicated procedure.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The following section has been updated: g1-MFR contact fax number. The investigation for the pulmonary edema has been completed. No product was returned. The cause of the injury was not determined due to insufficient clinical details.